Event description:
It was reported that the patient underwent a mohs surgical procedure on (B)(6) 2015 and suture was used. The patient was diagnosed with tumor of the follicular infundibulum and the suture was placed in the right interior lateral neck. On (B)(6) 2015, the incision was open, draining and sutures were no longer intact. The patient was treated with minocycline and mupirocin ointment. The patient followed up with the physician and it was reported that as of (B)(6) 2015 the patient is well healed.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.